Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(4), batch: 8466288.

Event description:
It was reported that the patient began experiencing respiratory distress approximately 24 hours after a drg trial. The patient was transported to a hospital where death occurred soon after. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.